Event description:
It was reported that the battery depleted prematurely. The patient had been programmed to .3v, 60's, 185 hz on c+,2-,3- and 3.8v, 90's, 185 hz on c+,7-,6-, with impedances of 850hms and 1200 ohms on the left and right sides respectively. The device was subsequently replaced. There were no patient symptoms associated with the event. Wingevity calculations performed with the settings specific to the right side estimated the elective replacement indicator (eri) would occur at 2.29 years and end-of-service (eos) at 2.54 years.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product type accessory. Analysis of the implantable neurostimulator (ins) found no significant anomalies. The battery was at normal end of life. Telemetry and output were okay. Analysis of the boot found no anomaly.